Event description:
It was reported that the customer's pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer reset the pump prior to calling, and the issue did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction happens again.